Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a door malfunction. A field service engineer effectively replaced the latches on doors 1-4 to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, had tower door 4 is experiencing frequent failures. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.